Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
Female with history of compression fractures at 4 levels was admitted for vertebrosplasty. Cement was injected in two sites. At one site rather immediate small amount of epidural extravasation was noted and the procedure was stopped. Shortly after the procedure the pt developed chest pain and then inability to move lower extremities. CT revealed cement in the epidural space, but appeared to narrow the canal by only 10 - 20%. The paralysis of the lower extremities resolved spontaneously within 45 to 60 minutes. Patient was admitted for observation and the following morning was again unable to move her lower extremities. Patient was taken to the or. For laminectomy, but the paralysis was not reversed. Several imaging studies did not reveal the cause of her paralysis.